Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed, as the reported problem could not be reproduced. One 5 fr dual-lumen powerpicc catheter and two photographs of a powerpicc were returned for evaluation. A visual observation of the returned sample revealed the catheter had a yellow coloration on the extension tubing of the red luer adaptor and the catheter shaft. Evidence of use was observed. A functional test of flushing the catheter with water was performed and no leaks were observed. Following this, the distal end of the catheter was occluded using a hemostat and a second attempt of flushing and pressurizing the catheter with water was performed, but still no leaks were observed. This complaint could not be confirmed as no issues were found with the returned catheter during testing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received on 02/18/2026: the catheter presented infiltration, which caused it to stop working properly. Following this event, the patency of the venous access was lost and it was not possible to administer the infusions indicated as part of the treatment. Consequently, the patient was unable to receive the scheduled intravenous therapies, which generated a temporary interruption in her treatment schedule until a functional vascular access could be established.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had a leak about 4 or 5 centimeters from where it started, that is, the solution was passing through and there was a splash as if it were fractured or punctured. In other words, when it was installed about 1 centimeter before the puncture site, that is where it was leaking. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.